Manufacturer narrative:
While the exact date of explant is unknown, explant was performed approximately 2 weeks after implant on (B)(6) 2021. This is the same patient with a reported infection and left-side explant documented in uromedica submission 3003477176-2021-00007. (B)(4).

Event description:
Infection in a proact patient resulting in unilateral, left-side, explant. Patient was treated with antibiotics prior to explant.